Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had cannula length issues. The following information was provided by the initial reporter: the customer reported that the length of needle was found to be different for several products before use.

Manufacturer narrative:
Medical device expiration date: unknown. Medical device manufacture date: unknown. Investigation summary: exec summary - customer returned (15) loose 1/2cc syringes. Customer states that the length of needle was found to be different for several products before use. All returned syringes were examined and all exhibited a cannula length of 8mm. This issue cannot be confirmed as it is difficult to confirm the correct lot number the samples are taken from. No review of the complaint lot history check for (dimension) was performed on the unknown lot # so the occurrence is unknown, the issue is unconfirmed and root cause can not be determined. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out for the lot number # unknown.

Manufacturer narrative:
The investigation was updated due to additional information: h6: investigation summary as per request, samples were forwarded to holdrege on (B)(6). 2022 for further review. Holdrege measured all samples and found that all the cannula fell within specifications for 31gx8mm. Based on this new information, the investigation is now concluded as: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had cannula length issues. The following information was provided by the initial reporter : the customer reported that the the length of needle was found to be different for several products before use.